Manufacturer narrative:
UDI # unknown. The actual complaint product was returned for evaluation. Sample # 1 - the sample was returned with the original packaging. And appeared to be generally clean without any residue of a significant biologic matter inside the tubing and cuff. Before examining for the cuff burst, sample #1 was returned without the endotracheal tube vent connector. It appeared that the vent connector was detached away from the endotracheal tube. The cuff is torn in multiple directions. Both the proximal and distal collars remain attached to the tubing in the bonding area. When viewed under magnification, the balloon cuff exhibits a tear from the base of the proximal bonding area towards the distal bonding area. The device history record for the lot number, aa5103v01, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and

Event description:
Halyard received a single report that referenced two different incidences, which were associated with separate units, involving one patient. This is the first of two reports. Refer to 9611594-2016-00095 for the second report. It was reported that there were two endotracheal tubes with a cuff deflation requiring the re-intubation of the patient with no reported injury. Additional information was received on 23-may-2016 from the customer that prior to using this tube a covidien sealguard subglottic endotracheal tube was being used. No further information was provided